Event description:
It was reported to medtronic minimed that the customer experienced a possible over-delivery anomaly. The customer reported hypoglycemia treated with 20 grams of rapid-acting glucose. The customer reported at least 2 hypoglycemic events per day. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported event. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer reported that the auto mode/smartguard was automatically delivering insulin at the time of the low event. The customer believed the pump was over-delivering due to going into hypos. The customer was able to upload it to carelink. No further patient complications were reported. Mmt-1885 return was requested and the customer response was the device will be returned. Updated summary: customer reported having a low blood glucose event on (B)(6) 2024 at around 20:13. No symptoms of low were reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: scratched case and cracked buttons on the keypad (select, up arrow, down arrow, and right arrow). The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The pump history file lists 161 boluses on the event date, 3/18/2024. Please see below for the first 10 boluses listed on the event date, 3/18/2024: on (B)(6) 2024 23:57:39.000 normal bolus delivered (220) bolus programming method: cl1micro bolus (5) normal bolusa mount programmed: 1750 (0.175 u) bolus amount delivered: 1750 (0.175 u) on (B)(6) 2024 01:52:32.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 02:57:34.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) 03/18/2024 03:02:37.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1500 (0.15 u) bolus amount delivered: 1500 (0.15 u) on (B)(6) 2024 03:07:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolusamount programmed: 1750 (0.175 u) bolus amount delivered: 1750 (0.175 u) on (B)(6) 2024 03:12:33.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 03:17:33.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u) on (B)(6) 2024 03:22:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1750 (0.175 u) bolus amount delivered: 1750 (0.175 u) on (B)(6) 2024 03:27:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1750 (0.175 u) bolus amount delivered: 1750 (0.175 u) on (B)(6) 2024 03:32:39.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1750 (0.175 u) bolus amount delivered: 1750 (0.175 u) please see below for the daily total of all insulin delivered on the event date, 3/18/2024: on (B)(6) 2024 00:00:00.000 daily totals g670 (63) daily total collection start time: on (B)(6) 2024 00:00:00.000 daily total of all insulin delivered: 488250 (48.825 u) daily total of basal insulin delivered: 221250 (22.125 u) daily total of bolusi nsulin delivered: 267000 (26.7 u) there were no auto suspend events on the event date, 3/18/2024. There were no user suspend events on the event date, 3/18/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The narrative is correctd with this report. It was reported to medtronic minimed that the customer experienced a possible over-delivery anomaly. The customer reported hypoglycemia treated with 20 grams of rapid-acting glucose. The customer reported at least 2 hypoglycemic events per day. Customer reported having a low blood glucose event on march 18, 2024 at around 20:13. No symptoms of low were reported. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported event. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer reported that the auto mode/smartguard was automatically delivering insulin at the time of the low event. The customer believed the pump was over-delivering due to going into hypos. The customer was able to upload it to carelink. No further patient complications were reported. Mmt-1885 return was requested and the customer response was the device will be returned.